Event description:
The customer reported that they were intermittently losing the storz videoscopy image on the flat panel monitor. Rebooting the system repairs it. A pt was involved, but no harm was caused to the pt and the case was able to be completed.

Manufacturer narrative:
The ge service rep installed a new power distribution pcb. He checked the power supplies on the pcb and found them to be +5v=5.06 -12v=12.12 and +12v=+12.08v. He checked the unit by assuring that the shorz image was always present. He also checked and assured that the unit was operating according to manufacturers specs. The unit working as intended.